Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician did not suspect device malfunction. Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model#: sc-4318 lot #: 20018489 description: clik x anchor the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an ipg explant procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an ipg explant procedure.